Event description:
Subsequent to the initial report, additional information was provided reporting that there have been no interventions for the patient and no treatment decisions have been made.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment refuted the reported event of a type ia endoleak, rather there are two separate sites of type ii endoleaks (lumbar). Notably, a type ii endoleak is not device related rather anatomy related. In addition, this event is most likely anatomy related. Procedure related harms for this event could not be determined. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately one (1) month post op, the follow-up CT identified a type ia endoleak. Re-intervention plans have not yet been reported.